Event description:
It was reported that a closure of the right common femoral artery was attempted using a proglide device after a watchman device interventional procedure. Reportedly, the suture did not take; it unraveled. Four additional proglide devices were used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the use of the proglide devices in a 12f access site after the procedure. Per the instructions for use-for sheath sizes greater that 8 fr, as least two devices and the pre-close technique are required. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.